Event description:
It was reported that three break-off nuts were broken during surgery, and were discarded. There were no pt complications reported.

Manufacturer narrative:
The devices were not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.